Event description:
It was reported that the patient's blood glucose level (bg) rose to 336 mg/dl while wearing the pod for an unspecified amount of time. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Information on treatment was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.